Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause was isolated to broken lead 1- and lead 2- wires near the jst connector. The root cause for the damaged wires could not be positively identified there was no adverse event that resulted from the damaged belt.